Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump sometimes loses time and date settings when new battery was inserted and reservoir compartment rim cracked off and the black o ring was missing. The customer's blood glucose was 250 mg/dl at the time of incident. Customer reported that the insulin pump had reservoir casing chipped off in half, battery cap was more difficult to remove and replace than when she first got the insulin pump, battery life less than what it was when she first got it, changing battery every weeks. The insulin pump was louder during prime and rewind process and insulin would sometimes squirt from the cannula as opposed to a steady drip. The customer reports that reservoir was not able to locked into the place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.